Event description:
It was reported that 100 bd safetyglide¿ needles were blocked during the priming process. The following information was provided by the initial reporter: "needle gives resistance or does not allow for fluid to prime through. Unable to inject into muscle as it seems needle is occluded somehow."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-dec-2022. H6: investigation summary it was reported the needle would not prime. To aid in the investigation, five samples with no plastic shields or packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to syringe with saline solution. Two samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. As the lot provided is 'unknown,' a device history record review could not be completed. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. H3 other text : see h10

Event description:
It was reported that 100 bd safetyglide¿ needles were blocked during the priming process. The following information was provided by the initial reporter: "needle gives resistance or does not allow for fluid to prime through. Unable to inject into muscle as it seems needle is occluded somehow."